Event description:
Bayer case number: (B)(4) heavy menstrual bleeding [heavy menstrual bleeding], 9.5 cm uterus with right essure possibly embedded in myometrium [embedded device], dysmenorrhea [dysmenorrhea]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") and embedded device ("9.5 cm uterus with right essure possibly embedded in myometrium") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cervicitis, allergic reaction to antibiotics, d & c, vaginal delivery, headache, migraine, depression, anemia, bleeding menstrual heavy, nephrectomy, anxiety disorder, hypertension, parity 4 and multi gravida. Previously administered products included: depo provera. The patient had a family history of breast cancer and diabetes. On (B)(6) 2023 she experienced embedded device (seriousness criterion medically important). On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy and bilateral salpingectomy). The reporter considered dysmenorrhoea, embedded device and heavy menstrual bleeding to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: contained within the left and right cornual isthmus regions are two bilaterally positioned metal coils. [Ultrasound scan vagina] on (B)(6)2023: 9.5 cm uterus with right essure possibly embedded in myometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.